Manufacturer narrative:
Analysis of the system controller log files submitted for review confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that log files were submitted for review due to elevated flows and powers. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and no device issues were observed. Additional information was requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient¿s elevated powers and high flows resolved after cardioversion and was believed to be due to patient¿s arrhythmia. On (B)(6) 2018, an echocardiogram revealed atrioventricular (av) opening intermittently, right ventricle (rv) funx moderately reduced which the patient had prior. The patient was placed on milrinone drip and reported to be doing well and discharged home with orders to follow up with the clinic.